Event description:
The facility reported that three implants were placed in 2008. Two weeks later, the patient reported extreme pain with her palate. At approx 20 days later, the patient was issued clindamycin for questionable infection to her pillar implants area. At about 5 days later, the middle implant started to extrude, the patient experienced pain, and one implant was removed.

Manufacturer narrative:
The customer disposed of the implant and will not be returning it for evaluation. Two different lots were implanted into the patient, and it is not known which lot extruded. A separate MDR# 1045254-2009-00031 was filed for the same patient with a second extrusion that occurred seven months later, and also required some treatment.